Event description:
The surgeon noticed a piece of metal fell off from the robotic pk dissecting forceps when he was using it robotically. The said instrument and the piece of metal that was inside the pt were removed from the field. The surgeon confirmed that he only saw one piece of metal that fell off from the instrument. The instrument was given to the charge nurse with label.